Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at electronic assembly. Also, moisture damage motor during visual inspection. Unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The insulin pump was received with minor scratched lcd window, cracked lcd window, cracked belt clip slot, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown at the time of the incident. The customer states the insulin pump was exposed to fluid. The insulin pump was exposed to salt water. Customer states a constant tone is occurring. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.